Manufacturer narrative:
(B)(6). One device was returned for evaluation. Anchor assembly and inserter were returned. Anchor and suture are free from the inserter. The anchor is missing portions of its threads. The anchor is also distorted. As reported surgeon used the 3.8 mm awl to prep the insertion site, according to the device IFU a drill or threaded dilator should be used in hard bone applications such as this. A review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints have been filed and that no abnormalities were reported with this product during manufacture. Due to these observations no root cause related to the manufacturing process can be established. No further investigation is warranted at this time. (B)(4).

Event description:
It was reported that during a rotator cuff repair procedure using healicoil sa pk 4.5mm w/2 ub-bl, cbrd bl the anchors broke inside the patient's body during insertion. All pieces were removed. It is unknown if there was a procedural delay. The procedure was completed using a larger size peek anchor from another company and was placed in the same site. The incident did not result in any patient injury or complications.